Event description:
Bilateral mammary implants removed due to sonogram revealing left breast implant rupture and silicone in axillary node of right axilla. Implants exchanged at time of removal and capsulectomy.